Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records including operative report detailing implantation of alleged gore device were not provided.] ??/??/??: [missing records: records detailing the allegations of ¿mesh infection and removal in 2017¿ were not provided.] Product identification records for the alleged ¿gore-tex mesh¿ were not provided. On (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Preoperative diagnosis: 1. Dysfunctional kock continent ileostomy with partial obstruction. 2. History of inflammatory bowel disease. Postoperative diagnosis: 1. Dysfunctional kock continent ileostomy with partial obstruction. 2. History of inflammatory bowel disease. Procedure: 1. Laparotomy with extensive lysis of adhesions. 2. Excision of kock pouch with end ileostomy. Anesthesia: general. Indication for procedure: this 49-year-old woman has had a kock pouch, which was done for her inflammatory bowel disease several years ago. The pouch is dysfunctional and very dilated. She has intermittent abdominal pain and bloating. She is brought today for excision of the pouch with conversion to an end ileostomy. Technique: ¿the patient was placed in the supine position. General anesthesia was given. A foley catheter was placed. Scds [sequential compression devices] were in place, and upper and lower body bair huggers were in place. The skin of the abdomen was prepared and draped in the usual fashion. The ostomy was draped off. A long midline incision was made. The subcutaneous tissue was opened. The patient had mesh covering majority of her anterior abdominal wall, and the mesh was incised along with the fascia. The abdominal cavity was essentially obliterated by scar tissue. The small bowel and especially the pouch were densely adherent to the underside of the mesh. Knife dissection with a 15 blade had to be performed in order to dissect the small bowel off the underside of the mesh. This was done throughout the length of the incision and all the way across both sides of the abdomen, where the mesh was in place. This took approximately 1 hour of sharp dissection. After the abdominal cavity was defined, further lysis of adhesions was performed in order to define the anatomy of the kock pouch. It was approximately 20 cm in lateral dimension with multiple adhesions. It was densely adherent to the pelvis and care was taken to dissect it out of the pelvis and off the right lower quadrant sidewall without injury to adjacent structures. Eventually, the pouch was completely mobilized, and the efferent and afferent limbs could be identified. These were divided using the gia-60 blue stapler. The mesentery of the pouch was also dissected out and it was divided close to the bowel wall using serial firings of the ligasure device. Eventually, the pouch could be completely removed. It was sent to pathology, where no neoplastic lesions were noted. Copious amounts of irrigation was performed and hemostasis was achieved. Attention was then turned to the portion of the ileostomy which was still in the abdominal wall. A circumferential incision was made around the ostomy. The subcutaneous tissue was dissected until the abdominal cavity was entered. The end of the limb of small bowel was removed and sent to pathology. The mesentery of the ileum was quite scarred and foreshortened. The terminal ileum really would not reach nicely to the left lower quadrant premarked spot; therefore, the right lower quadrant opening was used for the new end ileostomy. The ileum was brought through this opening without tension. Irrigation was again performed. Hemostasis was ensured. A 6 pack of seprafilm was placed under the midline wound, and also, 2 pieces were placed in the pelvis. The midline fascia was closed using running suture of #1 prolene. The skin was closed using stainless steel staples. Dressings and ostomy appliance were placed. Sponge, needle, and instrument counts were correct. The patient tolerated the procedure well.¿ ??/??/??: [missing records: records including operative report for prior ¿mesh covering majority of her anterior abdominal wall¿ were not provided.] On (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: 1. Nonhealing surgical wound. 2. Status post laparotomy. Postoperative diagnosis: 1. Nonhealing surgical wound. 2. Status post laparotomy. Procedure: debridement of abdominal wound, including skin, subcutaneous tissue, fascia, and mesh. Anesthesia: general. Indication for procedure: this 49-year-old patient had excision of her kock pouch with formation of an ileostomy. She has a nonhealing area in the mid portion of her midline wound. She has ongoing yellow drainage. She is brought today for debridement. Technique: ¿the patient was placed in the supine position. General anesthesia was given. The skin of the abdomen was prepared and draped in the usual fashion. A 4 cm area in the midline was excised. This consisted of thick scar tissue. On excising this tissue, an area of approximately 3 x 4 cm of granulation tissue and yellow fluid was obtained. This was cloudy but not purulent. The cavity was debrided. There was exposed mesh and the mesh was doubled over onto itself and pieces of excessive mesh were trimmed. Copious irrigation was performed. The wound was packed open. The sponge, needle, and instrument counts were correct. The patient tolerated the procedure well.¿ on (B)(6) 2014: [missing records: a pathology report detailing specimens removed during the (B)(6) 2014 procedure was not provided.] On (B)(6) 2017: (B)(6) surgical specialists. (B)(6) , md. Office notes. 10 days out from removal of an infected piece of gore-tex mesh from abdominal wall and reclosure. Pulled her drain. Wound looks good except down at bottom; little pink around the legs of the staples. Took half her staples out and told her to do a better job of cleaning this. Start bactrim based on cultures preoperatively. Come next week to get remainder of staples out. ??/??/17: [missing records: records for the ¿cultures preoperatively¿ were not provided.] On (B)(6) 2017: [missing records: records including an operative report detailing ¿removal of an infected piece of gore-tex mesh and reclosure¿ and a pathology report detailing specimens removed were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: 1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot # of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient a hernia repair in 2005 whereby a "alleged gore device" was implanted. The complaint alleges that on approximately (B)(6) 2017, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: exposed mesh, mesh was doubled onto itself, pieces of mesh trimmed on (B)(6) 2014; mesh infection and removal in 2017. Additional event specific information was not provided.